Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. As per device evaluation the unit was sent to scanning electron microscope (sem) analysis in order to analyze the potential cause of crack. The sem results showed that the crack passed through the thickness of the hub. Transversal view of the fractured section of the hub showed a fracture pattern that presents evidence of plastic deformations along of the fractured surfaces of the hub, commonly found on tensile fractured surfaces. There were no other anomalies found during sem analysis. Based on the device analysis the reported event becomes a non-reportable event as there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17611217) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber pta balloon catheter (3 mm 4 cm 150) was delivered to the lesion for inflation. However, the balloon did not inflate even when some pressure was applied by an indeflator. Then, the saber pta balloon catheter (complaint product) was removed from the patient and some pressure was applied again and it was confirmed that it leaked near its hub. Therefore, it was replaced with a new saber pta balloon catheter and a plain old balloon angioplasty (poba) was performed. There was no reported patient injury. The procedure was completed successfully. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The product will be returned for analysis.